Event description:
Information received indicates the product problem was noted just prior to device use; the product was not used during the case and was replaced at set-up. Distal tip inspection by the hcp noted sharp edges present, rather than a beveled appearance for the tip component. The unit was not used and was replaced before the case with no patient involvement.